Manufacturer narrative:
Product complaint # (B)(4). H6 component code: g07002 - device not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained via: were there patient consequences? Surgical delay. X-ray irradiation of the entire abdomen. Was there any change in the patient¿s post-operative care due to the prolonged procedure? Yes, more important monitoring was there any additional tissue damage as a result of searching for the needle piece(s)? No additional tissue damage, but irradiation of the abdomen which as not necessary. What is the surgeon's opinion of the possibility of the needle being retained in the patient? Are there any plans to continue searching for the needle inside the patient or any different post op treatment? The medical team explored the belly in a very strong and meticulous way, and did x-rays of the entire abdomen in a very meticulous way, the needle was probably not in the abdomen.

Event description:
It was reported that a patient underwent a laparoscopy procedure on (B)(6) 2024 and suture was used. During the procedure, use of the suture to sew a small bowel wound. At the introduction of the strand, the needle was detached and pulled off the strand. The needle was not found. The surgeon explored the whole patient's abdomen. The needle was not found neither in the laparoscopic trocar. A sustained and thorough x-ray was performed on the whole abdomen: it eliminated the presence of the needle in the abdominal cavity. Consequences: significant risk for the patient if organ perforation because needle not found (a priori not in the abdomen thanks to the scan by x-ray but never found), loss of time during the operation (approx. 30min) and prolongation of the operation. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 12/23/2024. H6 component code: g07002 no device problem found. H3 investigational summary: the product was returned to ethicon for evaluation. One open box with ten representative unopened samples was received for analysis. The complaint sample was not received for evaluation. Upon initial inspection of the samples, no external damages were observed on the external packets. In order to evaluate the conditions of the returned samples, the packets were opened, and no defects were detected. The swage and attachment area were noted to be as expected. The sutures were dispensed without problems and examined along the strand to detect any issue related no defects were observed during evaluation. A functional test was performed using instron equipment, and the pull force results were above the minimum requirements. The event described could not be confirmed as the device performed without any defect noted. It should be noted that as part of our quality process, each batch is randomly inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. The event described could not be confirmed as no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.